Event description:
The reporter stated the surgeon attempted to use a 12.5mm icm125v4 implantable collamer lens. The lens tore before injection into the eye. No further information was available.

Manufacturer narrative:
(B)(4). (B)(4).